Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recently declared a battery depletion (bd) code. Boston scientific technical services was contacted for review, but they were unable to provide assistance as no data nor the specific device serial number was provided. At this time, the s-ICD remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in section b5 (event description). At this time, no further information is available. Should additional information become available in the future, we will provide a supplemental report.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recently declared a battery depletion (bd) code. Boston scientific technical services was contacted for review, but they were unable to provide assistance as no data nor the specific device serial number was provided. The field representative was contacted, but was not able to provide details regarding the specific device serial number nor the event resolution. At this time, this s-ICD remains implanted and in-service. No adverse patient effects were reported.